Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a non ischemic vt (ventricular tachycardia) ablation with a thermocool smarttouch sf catheter and the patient experienced hypoxia (respiratory distress) that required oxygen. They ablated in the left ventricle endocardium on the anterior wall, and ablated the epicardia via an open window surgical access on the basal anterior wall and lateral wall of the lv side of the epicardium. The procedure seemed successful and they pulled the catheters from the patient. When the patient was being extubated, their pressure crashed and a code blue was required due to severe hypoxia. The patient was in sinus rhythm when this happened. Intracardiac echo confirmed no issues before catheters were pulled, and post echo showed no issues with the heart. The patient recovered and was stable. The physician said it was likely due to drugs given for anesthesia causing some kind of respiratory depression. Ablation was done at 50w for an ai of 550-600 on both the endo and epicardium, 2ml/min low flow, and 15ml/min high flow, temperature cut off 40 degrees celsius. Total 72 ablations. The thermocool smarttouch sf catheter was used for therapy, the optrell fj for mapping, soundstar for ice, and webster quad for right ventricle (rv) pacing. Additional information was received. The patient was hypoxic and therefore, provided oxygen. Patient required extended hospitalization, the patient was intubated until they recovered from hypoxia.